Event description:
The olympus asset device, evis exera ii ultrasound gastrovideoscope, was sent to the olympus service center. Upon inspection and testing of the returned device, it was discovered the forceps cover glue was peeling. There was no patient involvement. The medical device report (MDR) is being submitted to capture the reportable malfunction of the adhesive peeling off found during evaluation.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection testing of the returned device, it was discovered, the glue was peeling from the forceps cover. In addition, it was noted, the bending section covering was damaged. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: peeling was caused by stress, handling, or other issues. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.